Event description:
It was reported that during the low anterior vaginal hysterctomy procedure, the surgeon fired the stapler twice. There was poor staple formation. The staples were more like rectangles rather than "b" shape. The surgeon got a new stapler and it formed poor staples again. Cautery was used to seal the tissue/ no time delays reported. No adverse pt outcomes.